Manufacturer narrative:
Wedge band bypass. Evaluation summary: the analysis results showed that another instrument, instead of the originally reported instrument, was returned with a reload cartridge that was noted to have a wedge band bypass. The returned cartridge was noted to have the left side fully fired and the right side 1/4 partially fired. It should be noted that all cartridges are 100% test dry-fired during the manufacturing process; no conclusion could be reached as to why the wedge band bypass occurred. The instrument was tested for functionality with a test cartridge and the staple line was noted to be conforming and the staples were noted to have the proper b-formation.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the instrument was hard to fire; therefore, did not fire the instrument. Replaced reload & fired. Only stapled on one side (pt side), resulting in bleeding. A bovie was used to control the bleeding. Pulled another instrument, worked fine first time, hear to fire second time with inconsistant staple formation. The case was completed without pt consequence.